Manufacturer narrative:
Other relevant device(s) are: sftwr 960-152 media io. The device was not returned, so no analysis was conducted. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively. It was reported that during the clinical case, the patient exam disc would not load. Using the structured option, it would give the patient's name, but when selecting it to load it provided an error stating it was unable to read the disc. When loading with any of the unstructured options, the system did nothing, even after waiting several minutes. Technical services (ts) had the site representative reboot the system and check the free space on the system, which showed 32% free space. The site rep deleted exams until the system was at 40% free space. Selecting unstructured alternate module generated the message of "unable to interpret header data". The site rep will have a new disc burned with uncompressed dicom. The medtronic representative reported that the surgeon did not inform him of any other issues in the case after reburning, and the site has had no further issues. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis was unable to determine probable cause without further information since the behavior cannot be replicated. This case may be re-opened if additional information is received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided that there was limited delay with the procedure going on time as planned.